Manufacturer narrative:
As reported in a research article, thrombosed epic mitral bio prosthesis in the late postoperative period. Information from the field indicated that a 29 mm epic valve was implanted for mitral valve replacement. About 5.5 years later, the patient developed congestive heart failure after stopping edoxaban a year earlier and starting daprodustat. Imaging showed severe mitral stenosis due to leaflet thrombosis. The valve was surgically replaced and found to be heavily thrombosed but structurally intact. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Based on the information received, the cause of the reported incident could not be conclusively determined. The cause anemia, atrial fibrillation, mitral valve stenosis appeared to be cascading effects of reported thrombus. However, this cannot be confirmed. The reported unexpected medical intervention, surgical intervention and prolonged hospitalization were results of case specific circumstances, as medication was provided, and valve was explanted surgically. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device literature attachment: thrombosed epic mitral bioprosthesis in the late postoperative period: a case report b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "thrombosed epic mitral bioprosthesis in the late postoperative period: a case report", was reviewed. This article presented a case study of a 74-year-old patient with a history of degenerative mitral regurgitation. A 29mm epic valve was chosen for implant on an unknown date for a mitral valve replacement procedure. The device was implanted. Approximately 5.5 years after the patient was admitted to the hospital with congestive heart failure. The patient had been taking edoxaban for paroxysmal atrial fibrillation but had been discontinued 1 year before admission. The patient had also began daprodustat six months before the admission for renal anemia. Echocardiography showed severe mitral stenosis. Diagnostic imaging showed thickened, immobile valve leaflets, consistent with thrombosis. The patient underwent redo mtiral valve replacement. The epic valve was surgically explanted, and it was noted to be markedly thrombosed, but was not structurally deteriorated. A mechanical valve was implanted. Postoperative warfarin therapy was initiated. Over a two-year follow-up the patient experienced no recurrent thrombosis or bleeding complications. [The primary and corresponding author was akito kuwano, department of cardiovascular surgery, kouseikai hospital, 1-3-12 hayama, nagasaki city, nagasaki, 85 2-8053, japan, with corresponding e-mail: akito0122@gmail.com.]/.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature: thrombosed epic mitral bioprosthesis in the late postoperative period: a case report. B3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "thrombosed epic mitral bioprosthesis in the late postoperative period: a case report", was reviewed. This article presented a case study of a 74-year-old patient with a history of degenerative mitral regurgitation. A 29mm epic valve was chosen for implant on an unknown date for a mitral valve replacement procedure. The device was implanted. Approximately 5.5 years after the patient was admitted to the hospital with congestive heart failure. The patient had been taking edoxaban for paroxysmal atrial fibrillation but had been discontinued 1 year before admission. The patient had also began daprodustat six months before the admission for renal anemia. Echocardiography showed severe mitral stenosis. Diagnostic imaging showed thickened, immobile valve leaflets, consistent with thrombosis. The patient underwent redo mtiral valve replacement. The epic valve was surgically explanted, and it was noted to be markedly thrombosed, but was not structurally deteriorated. A mechanical valve was implanted. Postoperative warfarin therapy was initiated. Over a two-year follow-up the patient experienced no recurrent thrombosis or bleeding complications. [The primary and corresponding author was akito kuwano, department of cardiovascular surgery, kouseikai hospital, 1-3-12 hayama, nagasaki city, nagasaki, 85 2-8053, japan, with corresponding e-mail: akito0122@gmail.com.]